Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one introducer needle and one syringe were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the observed needle crack issue as multiple cracks were noted on the proximal hub of the introducer needle and leaks from multiple cracks were observed on the needle hub.. However, the investigation is inconclusive for suction issue as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating no difficulty in infusing or aspirating the needle under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified in d2 and g4. H10: d4 (expiry date: 12/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement, the port system was allegedly unable to get blood return. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D4 (expiry date: 12/2021).

Event description:
It was reported that during a port placement, the port system was allegedly unable to get blood return. There was no reported patient injury.